Event description:
Information received by medtronic indicated that customer retainer lip ring got damaged. The pump shows physical damage. Troubleshooting was performed and confirmed damage to the retainer ring. Customer also reported sensor issue, but the sensor glucose vs blood glucose value is not suspended and the sensor glucose vs blood glucose value is within range. Troubleshooting for sensor is declined. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer also received the safety notification for the battery cap and reported damage to the pump battery cap contacts. Found that the battery cap metal contact missing, or fewer than 3 raised dots could be seen. The device was returned for analysis.

Manufacturer narrative:
The test p-cap does not lock properly in place in the reservoir compartment noted. The pump was received with a cracked keypad overlay, broken battery tube threads, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case and minor scratches on lcd window. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self test. Successfully downloaded history files and traces using thus software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. In summary, the pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Keypad unresponsive not confirmed. Battery power loss not confirmed. Unable to confirm battery cap damage due to pump received without the original battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.